Event description:
Additional information received reported that the revision surgery was done on (B)(6) 2014. The battery was replaced with a new primary cell battery. The patient¿s outcome was not obtained because the manufacturing representative had not seen the patient since the surgery.

Event description:
It was reported the patient was experiencing numbness and tingling with stimulation turned on. Since the patient¿s implantable neurostimulator (ins) was replaced in (B)(6) 2014, the patient had these symptoms. The patient was leaving stimulation off due to these symptoms. The healthcare professional did not know when the numbness and tingling was being felt and the patient was not getting any benefit from therapy at the time of this report. The patient had other medical conditions and they were having a cervical discectomy next tuesday. An appointment was scheduled with the patient¿ hcp and a manufacturing representative this friday. At the appointment, the patient was reprogrammed by the manufacturing representative. The cause of the event was determined and it was device related so the device was reprogrammed. It was unknown if the patient had a 50% or greater symptoms reduction, but the patient did report pain relief since reprogramming. About 2 months later, it was reported that the patient was going to have a battery replacement procedure. The reason for the replacement was because, the ins was located right under his armpit and it was uncomfortable. The replacement was going to occur in 4 days during another surgical procedure the patient planned to have. On the day of the surgery, it was reported that the surgery was cancelled for unknown reasons. There was no new surgery date as of yet. About two weeks later it was reported that the patient ¿went from itrel 3 to pocket adaptor to ins, adding extra bulk to pocket.¿ where the battery was implanted it was rubbing against his arms and ribs. When the patient walked, he would bump into it. It was unknown when the issue started, but the revision was scheduled for 2014 (B)(6). The physician was possibly changing out the ins with a new ins, or explanting the extension and pocket adaptor and using a new extension connected to the current lead and ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 74001, lot# n393940, implanted: 2014 (B)(6); product type adapter product ID 7495-51, serial# (B)(4), implanted: 1997 (B)(6); product type extension product ID 3888-28, lot# l47461, implanted: 1997 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).